Manufacturer narrative:
Per the manufacturer's subsidiary, the local area network / interface board (lan/if) was measured at 4.62 volts (v). The potentiometer was adjusted but could still only get up to 4.78 v maximum. The unit was replaced with a loaner and since has had no system network fail error messages.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) displayed a "system network fail" message and was continuously rebooting. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Per supplier evaluation, the test technician found that the c35 capacitor was damaged. The damaged capacitor was replaced and the power supply passed all testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed that the central control monitor (ccm) was caught in infinite reboot when operated at reduced temperatures. It was determined that the direct current (dc) power supply was the cause of the problem. The service repair technician (srt) replaced the power supply. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 evaluation is in progress, but not yet concluded.